Manufacturer narrative:
(B)(4). Batch # t5d63k. Investigation summary: the analysis results that one psee45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the doctor loaded the stapler with a blue reload, no buttressing material, fired the stapler and noticed the stapler couldn't be reloaded. The stapler was inspected and noticed the metal part of the bottom of the first reload was stuck in the jaws of the stapler. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.